Event description:
During a cath lab procedure, stents were placed. The distal tip of an interventional guidewire (run-through ns) became trapped between 2 stents, it kinked and subsequently broke off. Many attempts were made to expand the stent struts and retrieve the tip using various balloons but these were unsuccessful. This distal tip of the guidewire was retained in the patient's coronary artery (rca).